Event description:
It was reported that the patient presented in the emergency room experiencing shortness of breath with a heart rate of 65bpm. The patient's pacemaker was found to be in a backup mode. No intervention performed was reported and the patient was in stable condition.